Event description:
It was reported that the charger got hot while charging, and the charger port melted with part of the charging cable.

Manufacturer narrative:
The date of event is estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. During processing of this complaint, attempts were made to obtain complete event, patient, and device information.

Manufacturer narrative:
The reported event of charger port issue was confirmed. As received, visual inspection showed the returned charger port was damaged. The cause of the event remains unknown.